Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the total daily dose¿s added up correctly and reflected the users programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. The battery compartment was cracked below the bumper pad. There was corrosion observed inside the battery compartment. A leak test verified that there was a leak in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this .

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the following: patient's blood glucose (bg) starts to run high, at least into the 300's just before a low battery warning is emitted. Patient's bg has been 523 mg/dl with shaking and symptoms of dehydration. Customer support attributed the excursion to an unspecified training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia related to misuse of the pump.